Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Logs showed an error indicating that the tool sensors were not detected, confirming the fault occurred in the field. The unit was installed on an in-house system where the error was triggered, indicating a fault on the radiofrequency identification (rfid) and magnet not detected. The universal surgical manipulator (usm) was analyzed and found to fail the carriage switch test for the instrument magnetic sensor, confirming the rfid and dallas pod to be the source of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, found an error, and replaced the universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A system log review showed endoscope communication/sensor detection and illuminator errors. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system would not accept the endoscope. The customer reported there was an error before the endoscope was installed on the robot. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found communication and illuminator errors on the endoscope. The tse had the customer change the endoscope, and this resolved the endoscope communication issue. The customer then had an issue installing the endoscope on universal surgical manipulator (usm) 2. The customer stated they had re-draped prior to the call with no change. The tse had the customer re-drape the usm for a 2nd time and the system still would not accept the endoscope. The surgeon got on the phone and stated he was cancelling the case. The procedure was aborted post-port placement.